Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The meter was not sending the readings over to the insulin pump. The customer received a failed self-test alarm while he attempted to run a self-test. Customer's blood glucose level was 154 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No a64 alarms noted. The insulin pump properly received blood glucose readings from one touch ultra link blood glucose meter. The insulin pump successfully downloaded to carelink 100%. No lost sensor alarms noted. The insulin pump had cracked case at the display window corners, case at the reservoir tube window corners and lcd window.